Event description:
The patient's husband stated the unit collapsed while his wife was taking a shower. She was standing when the shower first started, then went to sit. The unit collapsed when she sat down. The strap under the latch broke. The plastic and the extension legs are intact. The patient was taken to urgent care on (B)(6) 2018, where they took x-rays. There were no fractures discovered, but she was in a lot of pain, in her back, elbows, neck and both knees. The chair is set up before each use by the patient's husband, who stated everything was latched before the she went to use it.